Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a cardiac tamponade and pericardial effusion occurred post procedure. During a left atrial appendage closure (laac) procedure, a versacross access solution was selected for use. The patient appendage was noted to be shallow. The transeptal puncture was inferior/anterior but known to be in a safe location before crossing intracardiac echocardiography (ice) probe passed through the septum without issue. A 31mm watchman flx pro laac was placed without issue. No recaptures or repositions were needed. A tug test and a contrast injection were performed and the appendage was noted to be fully sealed. The device was released. The physician performed a sweep and noted no effusion. The patient was brought back to the recovery area. Several hours after the procedure the patient got up and was short of breath. An echocardiogram was completed and an effusion was noted. The patient was brought back to the catheter lab and a pericardiocentesis was performed. The patient was hospitalized beyond standard of care. The patient was under clopidogrel at the time of the event.